Event description:
On (B)(6)2003, an acticon device was implanted. On (B)(6)2006, the entire device was removed and replaced due to fluid loss from cuff. No further info was reported.

Manufacturer narrative:
Additional catalog #'s: 72402105, 72402287. Additional serial #'s: (B)(4).